Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Pump system check with tandem technical support no device issues were identified. Pump was functioning as intended. There was no reported impact to blood glucose.